Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipts at medtronic's quality laboratory, the valve appeared slightly distorted; oval shaped. The valve was discolored showing evidence of blood contact. The observation of the device also confirmed a tear in the belly of the right cusp appears which appeared to be consistent with a puncture or laceration by a sharp instrument such as forceps during implant. Conclusion: a review of the device history record (DHR) was performed for this valve; this device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the information available and analysis results of the returned device, the probable cause of the observed cuspal tear could be related to the implant procedure contact with a sharp instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 21 mm aortic bioprosthetic valve into the small root, which had a small left ventricular outflow tract (lvot) , the physician noted that after the device was fully sutured into place the leaflets were not properly coapting (device serial #(B)(4)). As a result this device was removed and another valve was attempted. The second 21 mm aortic bioprosthetic valve (device serial # (B)(4)) was sutured into place when the physician noted that there was "damage" of the device. At this time the second device was removed, and replaced with another 21 mm aortic bioprosthetic which remains implanted without issue. No additional adverse patient effects were reported.